Manufacturer narrative:
The investigation was completed on 07-apr-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31518663l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis. On (B)(6) 2025, an ablation procedure was performed to treat atrial fibrillation. A transseptal needle (non- j&j) was used to pass from the right atrium to the left atrium. After mapping with the octaray catheter the ablation session began with ablating around the pulmonary veins. Sometime after starting the ablation of the right pulmonary veins using ablation catheter thermocool smarttouch sf, the electrophysiologist noticed that the temperature probe, which had been placed near the esophagus, showed 40 celsius degrees, and therefore he moved to ablate in another area. About half an hour after starting to ablate, the electrophysiologist noticed that the patient's blood pressure was dropping. An echocardiogram was performed, and pericardial fluid was observed in the heart sac (tamponade). The fluid was drained in a puncture procedure by inserting a needle into the pericardium, and the patient's condition stabilized. The electrophysiologist decided to stop the procedure. According to the electrophysiologist he does not know what caused the tamponade. The system and generator used in this procedure were also used in subsequent procedures without any issues. Additional information was received. Procedural act was 300-350. One transseptal puncture site was performed during the procedure. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. The physician¿s opinion on the cause of this adverse event was procedure related. Patient fully recovered but patient required extended hospitalization.